Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" was presumed to have been due to corrosion on the electrical contacts on the connector. The user can detect the suggested event "error message e315" by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury the suggested phenomenon of "nozzle clogged with foreign material" was confirmed - however, the material could not be further identified. It was presumed that the material may not have been removed due to an imperfection of proper reprocessing caused by a leakage at the switch box. A further cause of the leakage could not be presumed. The user can detect the suggested event "nozzle clogged with foreign material" by handling the device in accordance with the following IFU: inspection of the air-feeding function inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue of the e315 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. An additional reportable malfunction issue of the nozzle being clogged with foreign material was also identified. Additional findings include the following: water tightness was lost due to a crack on the switch box . The metal contact pin at the plug unit had serious corrosion due to a liquid intrusion of the light guide connector. The flow at the nozzle was not smooth. And switch 1 did not work due to corrosion.   The investigation is ongoing; a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 unsupported scope error. The issue occurred during reprocessing, the intended diagnostic enteroscopy procedure was completed with a similar device, and without delay. There were no reports of patient harm.